Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implantable pump. It was unknown if the patient was taking other medications at the time of the event. Indication for use was intractable spasticity and other spasticity. The pump was replaced on (B)(6) 2016 (refer to manufacturer's report #3004209178-2016-09356 for information pertaining to the previous pump explant), and the patient went into the intensive care unit (ICU) where they started having seizures, 107 degree fever, and would go through periods of breathing and not breathing; therefore, they had to intubate the patient. The patient¿s temperature was coming down after the pump replacement; therefore, the withdrawal ¿seemed to be resolving.¿ additional information received from a rep indicated the patient was not doing well, had been intubated and in the ICU since monday ((B)(6) 2016). The reporter was told by the hcp the patient was expected to die soon. Additional information received from the rep indicated the patient experienced possible overdose towards the end of a bridge bolus where the flow rate was increasing (higher to lower at same dose/day). The reported symptoms were ¿possible overdose.¿ the event date was (B)(6) 2016. The drug related to the event was reported as ¿new drug was introduced to the pump,¿ and the current concentration was 30mg/ml, and the new concentration was 20mg/ml at the same dose. Additional information received on 04/28/2016 indicated this was an underdose. Additional information indicated that the patient had not made any improvements in the last 24-hours (since approximately (B)(6) 2016). Additional information received reported that the patient passed away on (B)(6) 2016. The cause of death was unknown, but was noted to be related to the device or therapy. Regarding if there were any medical events/procedures leading up to the patient¿s death, it was noted the issue began mid-pump refill with no bridge bolus (bb), and no infusion changes. Additional information received from the rep indicated he did not remember an overdose that occurred at the end of a bridge bolus. The only underdose the patient experienced was related to the previous pump that had been replaced on (B)(6) 2016 (refer to manufacturer's report #3004209178-2016-09356 for information pertaining to the previous pump explant). He did not remember an overdose occurring with the new pump. The hcp called the reporter regarding the issues with the replacement pump. The patient¿s refill was ¿a while ago,¿ and he did not know what the date was. The patient had still been in the hospital from the replacement surgery when they passed away. The pump medications were reported as dilaudid 20 mg/ml (dose 6.003mg/day), baclofen 1500mcg/ml (dose 450.2mcg/day), clonidine 333.3mcg/ml (dose 100.03mcg/day), and bupivacaine 30mg/ml (dose 9.004mg/day). The drug was taken from the old pump and transferred into the replacement pump at (B)(6) 2016, and the dose was started at the replacement. The lot number and type of baclofen were unknown, and it was unknown what other medications the patient was taking, and the patient history was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
History: quadraplegia, spasticity, gerd, anxiety, depression, copd, and sleep apnea concomitant drugs: asa, enemeez, pws, cymbalta, neurontin, dilaudid, glucophage, prilosec, miralax.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.